Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was used to treat a mid-biliary stricture within the common bile duct as part of the (B)(4). According to the complainant, the patient underwent a biliary stent placement procedure for a mid biliary stricture secondary to liver transplant on (B)(6) 2010. The stricture had been previously treated with a sphincterotomy. According to the physician, a sphincterotomy was not performed during this procedure, and he was able to successfully deploy the wallflex stent in a satisfactory position across the stricture. The patient was discharged on (B)(6) 2010. On (B)(6) 2010, during the scheduled stent removal, a cholangiogram revealed that the stent was in a satisfactory position. During removal, the physician experienced difficulties removing the stent, which resulted in migration of the stent. Despite these troubles, the study stent was successfully removed without any patient complications. Following the stent removal, there was no evidence of a stricture requiring intervention.

Manufacturer narrative:
(B)(4) - stent migrated. (B)(4) - stent difficult to remove. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.